Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drive, clearing the system's error logs, and rebooting. Communication was reestablished. System was safety tested to factory's specifications. (B)(4) is submitting this report on behalf of shenzhen mindray bio-medical electronics co., ltd. ((B)(4)).

Event description:
Customer reported the panorama central station with telemetry's server shut down, which may have affected telemetry monitoring. No patient injury was reported.